Manufacturer narrative:
The complaint of case contains foreign matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that, on an unspecified date, a chemosafelock bag spike generated coring during use. The reporter stated that several white foreign materials (fms) were found just before administration. No fms were found in the saline bag or upper stream. Based on the analysis performed by chugai, three white precipitates were confirmed in the intravenous (i.v.) Route. They are not consistent with the materials originating from the product. Presumed to be precipitates of inorganic salts. The event occurred before the administration. There was no patient involvement and no patient harm.